Event description:
Pt contacted depuy regarding a possible post-op reaction to metal implants. She stated that a cervical plate was placed c3-c4 in 2000. Six months out, she had an ear infection. She stated that 1-year out she was fused. She says that she has metal allergy and since the plate was implanted has had recurring ear infections. She occasionally has swelling at the op site. As this could result in a revision to remove the implant, an MDR is filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. Pt reported having sensitivity to metal. Pt stated that at this time her doctor has not made a direct connection between the metal implant and her ongoing medical issues.